Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support the occlusion was found within the infusion set tubing, despite an infusion set change the occlusion continued. A replacement pump was sent to resolve the issue.